Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported by the facility that during intra-aortic balloon (iab) therapy an "unable to update timing" alarm was generated. The customer states they have been using the iabs through the axillary and haven't had an issue before this one. The customer was notified that this was an off-label use and that they could use the arterial line as an alternative method to monitor pressure in an effort to update the timing. There was no reported injury to the patient.